Event description:
It was reported that the external pulse generator (epg) was connected to a pacemaker dependent patient, and it did not sense. The patient went into asystole, and another epg was connected. The epg was returned for repair. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the light-emitting diode (led) was inoperative due to the main keypad being out of specification, therefore the keypad was replaced. It was also noted that the lower case was broken.